Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted tsc to report a single patient failed to react in forward anti-a microwell, lot# 100518037-06, exp 08/13/2019 on manual gel. Patient in question did react in forward anti-a well when tested in tube method using ortho anti-a bioclone with 2+ pos reaction. Customer determined patient is a subgroup b and believes patient in question should have reacted with gel technology. Issue started on: (B)(6) 2019. Microtubes/wells or cell (donor #) affected: anti-a. Reaction grade obtained: neg. Customer was expecting: pos. Incubation time (for manual test only): immediate spin test repeated: yes. Method/result obtained by repeating: gel and tube. Number of samples affected? One. Was qc affected? No. Customer reports qc passed. They use patient samples as qc material. Patient clinical history: patient's diagnosis: pregnant. Product handling protocol:. Cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation:acceptable. Rbc storage and handling: as per IFU. Visual appearance before use: acceptable opened vs unopened? Open. No additional testing could be done at this site. Tsc referred customer to IFU of mts abd/reverse gel cards limitations: some weak subgroups of the a and b antigen may not be detected by these anti-a and anti-b reagents. Customer content with discussion between differences in clones and methodology. Customer reports no other incident has occurred and only single patient affected, no harm came to patient due to this occuring. Customer content with documentation of event and requires no further follow up.